Event description:
Medtronic received information that this conduit, implanted 2 years, was explanted due to stenosis.

Manufacturer narrative:
Evaluation - device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event attributed to a patient related condition. Analysis: upon receipt at medtronic's quality laboratory, a 2.4 mm section of the conduit was received. Two leaflets were adhered to the inner conduit wall due to host tissue overgrowth. The other leaflet was slightly stiff but flexible, however, host tissue overgrowth may have partially adhered to the leaflet prior to explant. Extensive glistening off-white pannus extended from the inflow end of the conduit to the outflow end. Pannus covered two of the leaflets. Pannus appeared to have partially occluded the inflow and outflow orifices significantly reducing the area of flow. Radiography shows evidence of mineralization in the host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.